Manufacturer narrative:
The device was not returned for evaluation. Without evaluating the device, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16; checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 18.3 mmol/l (330 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. When the pod was removed, it was noted that the cannula appeared bent. There was no alarm, but it was reported that the elevated bg levels were probably caused by an occlusion. As treatment for the patient's high bg levels, a new pod was applied and a correction bolus was delivered via insulin pen.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.